Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Response: there is no further information available.

Event description:
It was reported that during an unknown procedure, after 4th time firing, the knife come until the half of the jaw and the jaws would not open anymore. Describe the 'damage' or 'other' outcome: after the 4th time firing, the jaw won¿t open anymore. Blue cartridge (no cartridge collected).

Manufacturer narrative:
(B)(4). Batch # r58d3n. The analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.